Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and no capture at high outputs. X-ray showed that the lead was pulled back and it was noted that the patient was a twiddler. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and over sensing due to dislodgement were not confirmed. As received, a complete lead was returned in two pieces with the helix extended/stretched consistent with procedural damage and was clogged with blood. The damage found was sustained during the surgical procedure. The lead was otherwise normal.